Manufacturer narrative:
Return analysis the explanted device was returned and was subjected to cleaning, steam sterilizing, and engineering evaluation. The reason for removal was an 'elective removal'. According to the complaint, "the implant was removed as planned in (B)(6) 2023.". Upon initial inspection, the device was obviously fractured in the pole component around the mid-point of the pole. The fracture plane was uneven with ridges and the fracture mode was suspected to be a device separation from sudden overload. There may be multiple initiation points, they could be a few high-load reverse bends that tore open or low-load fatigue cracks that were initiated and tore open during the explant procedure. Hard to tell from the images though. The extender was removed, and the spherical rings were inspected for wear. No wear was visibly observed on the spherical rings. This type of failure is consistent with the forces expected during the implant removal process. There were no obvious manufacturing or design defects that contributed to the failure.

Event description:
On 01-jun-2023, apifix was made aware (by way of docmatter publication) that patient (B)(6) underwent a planned removal surgery in (B)(6) 2023. The publication states "after 3.5 years, the implant was removed as planned in (B)(6) 2023. 6 weeks after removal, another check with functional images was carried out. Not only were the major and minor curves corrected well, there was still flexibility in the thoracic and lumbar spine with no evidence of fusion." Nowhere does the publication allege deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient (B)(6) index procedure was performed on 04-sep-2019. On 01-jun-2023, apifix was made aware (by way of docmatter publication) that patient #334 underwent planned removal surgery in (B)(6) 2023. The publication states "after 3.5 years, the implant was removed as planned in (B)(6) 2023. 6 weeks after removal, another check with functional images was carried out. Not only were the major and minor curves corrected well, there was still flexibility in the thoracic and lumbar spine with no evidence of fusion." Nowhere does the publication allege deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. The explanted device has been returned to the manufacturer and will be evaluated. If following the evaluation, new pertinent information comes to light, then a supplemental medwatch report will be submitted.